Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (B)(6); product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. It was reported that the controller has been getting funky. Patient stated that the controller battery keeps going to red and then stops charging the implanted neurostimulator (ins) when the implant reaches 70%. Patient confirmed that they were able to get the implanted neurostimulator charged to 100% this morning, however, the controller battery was red. Patient confirmed no alert codes. Patient mentioned that they check the controller occasionally while recharging the ins, but doesn't know if the controller battery drains quickly during this charging session. Patient inspected the controller port and recharger. Patient noted that the last connector pin was up high and back a bit. Patient plugged controller into the ac power supply without the battery pack and confirmed the controller powered on. Patient reinserted the battery and confirmed that the green light was solid green above the screen. Patient unlocked the controller and confirmed controller was at 100% and implant was at 80%. Patient also noted that the recharger paddle and relay box get hot while recharging the implant. The issue was not resolved. A replacement controller and recharger were sent out.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient h3: analysis of the recharger found recharger never got hot after running it for 10 mins. White arrow rubbed off connector, this does not impact the functionality of the recharger. Passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.